Event description:
Based on the review of medical records received on (B)(6) 2015 a female peritoneal dialysis (pd) pt experienced recurrent hypotention (acute and chronic) vomiting, and acidosis over the course of three days. On (B)(6) 2015 the pt was admitted to the hospital. She was treated with broad spectrum antibiotics for possible sepsis. The pt was again volume depleted (as low as 51/17 and 90/58 after some IV fluids). All cultures were negative for sepsis and peritonitis. The hypotension was attributed to volume depletion. The pt was discharged on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the history record review confirmed the labeling, material, and process controls were within spec. There was no documentation in records that showed a correlation between the onset of the reported events and the pt's use of pd therapy. The pt has chronic hypotension and it was suspected by the doctor that her acidosis and vomiting was possibly related to hepatic nature as noted in CT scan.